Event description:
Pediatric opium tinctore (1:25) dilution drawn up into baxa exacta-med oral dispenses per usual compounding routine. Four of 159 total units packaged exhibited significant degradation of black plunger seal. Opium tinctore used was by ranboxy with lot 5mx72m, exp. 11-1-04 drug is diluted with sterile water.